Manufacturer narrative:
The device was not returned to resmed. A resmed product specialist troubleshot the device malfunction with the customer over the phone. The inoperable screen was rectified after rebooting the device. (B)(4).

Event description:
It was reported to resmed that an astral device had an inoperable display screen upon start-up. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
The astral device was not returned to resmed. An extensive engineering investigation was performed on the available evidence. Based on previous investigations of similar complaints and all available evidence, the investigation determined that the reported event was due to a software issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. There was no patient injury reported as a result of this incident. (B)(4).